Event description:
It was reported that during a tonsillectomy/ adenoidectomy procedure using the procise xp wand, after three minutes of activation the tip of the wand appeared charred around the return electrode. It was then noticed that there was a very minor 1mm burn on the inside right cheek of the pt, which did not require any special treatment. The procedure was completed using a new procise xp wand. There was no significant delay or other pt complications reported as a result of this event.